Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. B5: additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
As per follow-up information received, further details regarding the file could not be obtained. The current condition of the consumer remains unclear; therefore, the symptom status has been updated to unknown. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional, stated that consumer experienced irritation, discomfort, burning, pain after wearing a new lens. The consumer visited a doctor and was diagnosed with corneal epithelial abrasion in left eye and was advised to return for follow up. Upon examination at the department of ophthalmology the consumer was diagnosed with corneal erosion. The consumer was prescribed with moisture agent (sodium hyaluronate) eye drop with unknown frequency. The current status of consumer¿s eye was pain, and discomfort has been resolved and other symptoms were still continuing. Additional information has been requested but not yet received at the time of this report.